Event description:
Procedure type: nephrectomy. According to the reporter: in use, the tip of the device came off and fell into the patient's cavity. The piece could be retrieved. No bleeding was reported. No tissue was damaged. Operating time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).